Event description:
Consumer reported via e-mail that upon use of an unspecified number of tampons, the string broke. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. The UDI device identifier and lot number were not provided by the consumer. Multiple attempts were made to obtain more information; however, no further information has been received.